Manufacturer narrative:
Section b2: correction - date of death. Section h4: correction . Section h6: additional information. Manufacturer's investigation conclusion: a specific cause for the report of bacteremia could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of patient death due to bacteremia, aortic insufficiency, and pulmonary disease could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection and death as adverse events that may be associated with the use of the heartmate ii lvas. The IFU and patient handbook both provide information regarding how to prevent and control infection. The IFU also warns that moderate to severe aortic insufficiency must be corrected at time of device implant and patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to infection (staph aureus bacteremia of unknown source), aortic insufficiency (ai) and pulmonary disease. Details leading up to death were provided by the vad coordinator and include the following: the patient was in hospice at home, stopped eating, and began sleeping more. It was reported the device did not operate as intended due to ai. The device will not be returned for evaluation.